Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate reading of over "600 mg/dl." On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 4 times per day and manages his diabetes with lantus and humalog insulin. The pt takes his lantus and humalog insulin based on a sliding scale per the lfs meter readings. Approximately 6 months ago, the pt reportedly obtained a blood glucose reading of over "600 mg/dl" on the subject meter in the evening time (unspecified date and time). Based on the reported meter reading, the pt increased his insulin to 40 units lantus and 30 units of humalog. In morning, the pt's son found the pt unconscious and tested the pt at "27 mg/dl" with the subject meter. The paramedics arrived at 11 am. The paramedic treated the pt with several glucose injections. The pt regained conscious when his blood glucose was tested at over 40 mg/dl. The pt was hospitalized for 24 hours. During his hospital stay, the pt was kept for observation and was given his usual dose of insulin. This complaint is being reported because the pt claimed he passed out and received medical intervention after the pt took insulin based on the lfs meter reading of "600 mg/dl." Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.